Manufacturer narrative:
(B)(4). Date sent: 3/9/2017. Batch # n57k4h. Additional information was requested and the following was obtained: please provide details as to how the device misfired. Did the device lock out and would not fire? After visually inspecting, it appears it partially fired 75% of the way to distal tip. Did the device start to staple and cut, but then jammed? Unknown, but visual inspection seems to indicate yes. If the device fully fired, were there staples missing from the staple line? Unknown. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Medial (in aperture of jaws) there are/were formed 'b' staples then it appears to have gone over tissue as the staple drivers are able to be seen and then, at the distal end, there are straight leg staples standing. If the device fully fired, was the cut line complete? Unknown. How was the procedure completed? Unknown. The analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ileal conduit neobladder procedure, there was a misfire of the stapler. Unknown how case was completed. There were no adverse consequences for the patient.